Manufacturer narrative:
The following fields were updated due to additional information: e1: initial reporter fax #: (B)(6) investigation summary: bd did not receive any samples or photos for investigation. A total of (B)(6) retained samples were subjected to functional tests, and all were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes, (30) tubes were found with insufficient negative pressure. No adverse impact was reported regarding the patient or user.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes, (30) tubes were found with insufficient negative pressure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.